Event description:
It was reported that implant was removed due to implant fracture. 71 y/o male s-p ext / immediate implant placement #14 on (B)(6) 2023, restored in 2023. Referred for eval of fractured implant #14 on (B)(6) 25. Implant removed (B)(6) 2026 due to fractured pmc on implant.symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.